Event description:
It was reported that there was a missed refill appointment. The pump went dry about 2 weeks ago. The pump system was delivering baclofen. (No symptoms, interventions and outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient's health care provider (hcp) was scheduling an appointment for a refill. The device manufacturer representative hadn't heard anything since learning that information. A print report was provided from when the pump was interrogated on (B)(6) 2014. At the time of interrogation, the report shows a low reservoir and empty reservoir alarm occurred. 43.7ml had dispensed since update. No further information was provided including if the patient experienced any symptoms, if the refill successfully occurred or the outcome of the event. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.